Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There were no reports of patient use associated with the event.

Manufacturer narrative:
The customer's device was not returned to physio-control. The customer confirmed that the reported issue was caused by the power inverter that was used with the device. When using a different power inverter the device did not experience any issues. There's no evidence of a malfunction of the device. The customer was advised of the warning from the lifepak® 15 operating instructions about the use of power inverters with the device, and that it¿s the users responsibility to verify that their device performs correctly when used with a power inverter. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There were no reports of patient use associated with the event.